Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced two teeth that broke while wearing the aligners. Patient's tooth chipped and was repaired. The tooth next to the one that was repaired 4 weeks later chipped and was repaired as well. Patient stopped treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.